Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the device had no display, did not function, and had fluid in the housing. This was attributed to improper cleaning and maintenance. The device was returned unrepaired to the customer on (B)(4) 2012. Placeholder.

Event description:
Customer reported that power module has closed during surgery. When placed on battery charger, yellow light lit. This is report 1 of 1 for complaint (B)(4).